Event description:
The biomedical engineer (bme) reported that the multi gas unit is displaying an external device failure error during operation. They tried a new sampling line and a new water trap, but there was no change. This issue follows the gas module. They hooked it up to a different unit in their shop and got the same errors during warm-up. Discovered during the warm-up period before patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multi gas unit is displaying an external device failure error during operation. They tried a new sampling line and a new water trap, but there was no change. This issue follows the gas module. They hooked it up to a different unit in their shop and got the same errors during warm-up. Discovered during the warm-up period before patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Bedside monitor model: cu-192r, sn: ni.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multi gas unit is displaying an external device failure error during operation. They tried a new sampling line and a new water trap, but there was no change. This issue follows the gas module. They hooked it up to a different unit in their shop and got the same errors during warm-up. Discovered during the warm-up period before patient use. Investigation conclusion: nk tech support arranged a loaner unit while the defective unit was sent for repair. Upon evaluation at the repair center, the pump was found to have failed after approximately 46,275 operating hours, and the gas module was also failing. The pump and fan filter were replaced and software and firmware were updated. The repaired unit was returned to the customer. The customer was subsequently contacted regarding the overdue return of the loaner unit. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 12/16/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested. Bedside monitor: model: cu-192r. Sn: ni. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multi gas unit is displaying an external device failure error during operation. They tried a new sampling line and a new water trap, but there was no change. This issue follows the gas module. They hooked it up to a different unit in their shop and got the same errors during warm-up. Discovered during the warm-up period before patient use.